Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention to assess the condition. The omnipod website offers a resource guide that includes a listing of skin barrier products that can aid in skin protection.

Event description:
The customer's mother called to report that her daughter is experiencing "raw, red and irritated" skin at the pod site. Asa result, her dermatologist was visited, who determined that the customer "may be having a reaction to the adhesive." (The mother noted that when her daughter wears band-aids, there is, "no reaction to the adhesive). The mother requested assistance from a csm on how to use skin barrier products and adhesive removers. No product will be returned for evaluation.